Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item #: unknown /unknown arcos body/ lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00580.

Event description:
It was reported after a hip surgery, the surgeon was unsure if stem and body were properly seated. X-rays appeared to have lucency at the screw junction. Attempts have been made and additional information on the reported event is unavailable at this time.